Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to ketones and high blood glucose over 900mg/dl. The caller stated that he was receiving no delivery alarms. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. The customer called back and stated that he is not feeling well. The caller mentioned that he blacked out earlier and fell. The caller stated that he was throwing up and had issues with his kidneys. The customer stated that he is not sure if it is the insulin pump, and they coming to take him to the hospital. No further information was provided